Event description:
It was reported that while using two (2) bd vacutainer® sst¿ ii advance blood collection tube, the customer had insufficient negative pressure. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received 1 photograph from the customer in support of this complaint, showing underfill. A total of 20 retained samples underwent functional tests with deionized water, and all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.